Event description:
It was reported that three patients sustained hypopigmentation to the arms and leg areas respectively following laser hair removal treatment with a lightsheer duet laser.

Manufacturer narrative:
A lumenis technical engineer completed performance tests of all specifications concluding that the device operated to manufacturer's specifications. The engineer noted that no subject device error messages were reported by the user facility. Furthermore the expert reminded the device operator that the disposable tip should be kept clean as recommended in subject device labeling and training. A lumenis healthcare professional evaluated the reported event details and patient photographs. The healthcare professional concluded incorrect patient skin typing and subsequent incorrect treatment settings to be the probable root cause of the events reported.